Event description:
It was reported that during the product demonstration, a part of the jaw of the device is detached.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Ptc partial detachment the device was received in good condition. The ptc was loose and partially detached from the upper jaw. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the ptc damaged. It is possible that the damaged ptc could have been caused by over-use of the device.